Event description:
It was reported that prior to use, "it was reported that " the applicator is not loading the polymer clips properly and also the ali gnment of the jaw is not proper". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Resuable devices: UDI number unavailable as complaint product does not have a batch/lot number. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "it was reported that " the applicator is not loading the polymer clips properly and also the alignment of the jaw is not proper". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in january of 2023 from lot 06g2251729. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, and it was found that the jaws and the outer tube are misaligned/bent resulting in the rivet to pop making the jaws dislodge from the outer tube of the device. This causes misalignment of the jaws to which the clip cannot be loaded in the device properly making the device defective. We are unable to fully determine what caused the jaws to be misaligned/bent and for the rivet to pop but misuse such as excessive force at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported:" per customer provided information the ohr for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in february of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation, but customer provided pictures show a 5mm endoscopic applier with its jaws and outer tube assembly damaged and bent to the right and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are partially able to validate these complaints based on the submitted pictures. We are unable to determine what caused the jaws and outer tube assembly to be bent/damaged and for the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly thus causing this instrument to be difficult to load a clip, but mishandling such as excessive force being applied to the handle to jaw mechanism of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested and properly lubricated prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use, "it was reported that " the applicator is not loading the polymer clips properly and also the alignment of the jaw is not proper". No patient involvement.